Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited signs of premature battery depletion (pbd) only two months post implant. Significant output amplitudes on both the right ventricular (rv) lead and left ventricular (lv) lead was also observed. The physician decided to deactivate the lv lead and keep only the ra lead active and requested an analysis of device data by technical services. Data analysis showed device power has been abnormally high and variable, consistent with an issue in the device's analog integrated circuit (asic). A technical services consultant recommended device replacement as soon as possible. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Multiple attempts to obtain additional information were unsuccessful. Should additional follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited signs of premature battery depletion (pbd) only two months post implant. Significant output amplitudes on both the right ventricular (rv) lead and left ventricular (lv) lead was also observed. The physician decided to deactivate the lv lead and keep only the ra lead active and requested an analysis of device data by technical services. Data analysis showed device power has been abnormally high and variable, consistent with an issue in the device's analog integrated circuit (asic). A technical services consultant recommended device replacement as soon as possible. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations of premature battery depletion (pbd).

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited signs of premature battery depletion (pbd) only two months post implant. Significant output amplitudes on both the right ventricular (rv) lead and left ventricular (lv) lead was also observed. The physician decided to deactivate the lv lead and keep only the ra lead active and requested an analysis of device data by technical services. Data analysis showed device power has been abnormally high and variable, consistent with an issue in the device's analog integrated circuit (asic). A technical services consultant recommended device replacement as soon as possible. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited signs of premature battery depletion (pbd) only two months post implant. Significant output amplitudes on both the right ventricular (rv) lead and left ventricular (lv) lead was also observed. The physician decided to deactivate the lv lead and keep only the ra lead active and requested an analysis of device data by technical services. Data analysis showed device power has been abnormally high and variable, consistent with an issue in the device's analog integrated circuit (asic). A technical services consultant recommended device replacement as soon as possible. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported.